Event description:
It was reported, that the device would not turn on / off. There was no patient involvement.

Manufacturer narrative:
A review of the complaint history record in was performed for the sn#: (B)(6). Which did not confirm, similar complaints with the same or related failure mode for this customer. This device was evaluated and repaired through the service repair process. Upon visual inspection, the service technician noted, no power to keypad; replaced keypad. Missing handles; replaced handles. Cracked right iui housing; replaced right iui, the failure code othe was used to track the alaris pump software version as received from the customer, and the software version when device was sent back to the customer. It does not reflect a device failure or represent any risk to the patient. Based on the findings, service determined that the proximate cause of the reported issue was, due to an electrical failure of the keypad. Device history review: a review of the device history record showed the device had a manufacture date of 13 aug 2019. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn 15669024 was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue.

Event description:
It was reported that the device would not turn on / off. There was no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted no power to keypad - replaced keypad. Missing handles - replaced handles. Cracked right iui housing - replaced right iui. The failure code othe was used to track the alaris pump software version as received from the customer and the software version when device was sent back to the customer. It does not reflect a device failure or represent any risk to the patient. A review of the device history record showed the device had a manufacture date of (B)(6) 2019. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for (B)(6), was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Based on the findings, service determined that the proximate cause of the reported issue was due to an electrical failure of the keypad. A review of the complaint history record in trackwise and sap was performed for the (B)(6), which did not confirm similar complaints with the same or related failure mode for this customer.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the device would not turn on / off. There was no patient involvement.